Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on the additional information received following submission of the initial report. (B)(4).

Event description:
Additional information was provided by the pharmacist who indicated that one yellow-whitish particle of 1-2 millimeter of size and irregular in shape was floating in the anterior chamber during phacoemulsification. It was seen entering the eye and it was removed during the initial procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that the plastic key used to lock the irrigation/aspiration tip to the bi-manual irrigation/aspiration hand piece, released white microparticles in a patient's eye during a procedure. It is not known if the microparticles were removed from the eye during the same procedure. Additional information was requested; however, none has been received to date.